Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the insertion section was slightly interrupted and weakened failure of the lg bundle failure of the universal cord a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction "no image" is caused by a component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported the subject device exhibited no image. There were no reports of patient harm.